Manufacturer narrative:
This report is submitted on may 3, 2019.

Manufacturer narrative:
This report is submitted on march 11, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2019.